Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient did not set her ipg into surgery mode before undergoing an unrelated surgical procedure . In turn, her ipg was unable to communicate with her programming device following the procedure. A wireless software update was performed and was able to restore communication. The device is providing therapy.